Manufacturer narrative:
The returned device failed visual inspection revealed the irrigation tube was detached. Functional test shows that the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. The continuity test was performed, and the device is within specification. The connection was verified by using the maestro generator 4000, and the device was found working according to the specifications. During the product analysis the respective test related to communication and connectivity was performed correctly, not confirming the reported complaint of catheter not recognized. The most probable conclusion code for the reported allegation of "catheter not recognized" is no problem detected. However, as a part of an additional finding, the device has the irrigation tube detached, it may be related with some other factors such as; handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure that could have possibly affected the device performance and its integrity.

Event description:
Reportable based on analysis completed on 12april2022. It was reported that the catheter was not recognized by the generator. During a procedure a blazer open-irrigated ablation catheter. The catheter was not recognized by the generator. The device is expected to be returned for analysis. Upon receipt at the post market quality assurance laboratory, it was found that the device had the irrigation tube detached.